Event description:
It was reported that the caregiver was loading the cot and missed the hook. This allegedly caused the load wheel to hit the bumper which flipped the cot and caused the patient to get an alleged abrasion on the forehead.